Manufacturer narrative:
(B)(4). There were no adverse events reported during this correlation study.

Manufacturer narrative:
As noted on the original medwatch report, an investigation was to be performed to determine the root cause of the high rate of discrepant result observed during in-house testing. Although the returned monitor met functional and thermistor testing requirements; a high rate of discrepant results was observed during the investigation. Further investigation was initiated to determine the root cause of the high rate of discrepant results. This investigation identified an issue with sample collection that led to increased discrepant results during donor testing. Re-evaluation of lot k376475 based on this investigation shows the lot to be performing within expectations.

Manufacturer narrative:
The monitor associated with the complaint was returned for investigation. Retained strips of the reported lot were tested because the customer's strips were not returned. Although the returned monitor met functional and thermistor testing requirements; a high rate of discrepant results was observed during the investigation. A statistical analysis performed on an impedance curve associated an in-house discrepant result determined that the curve exhibited weak-slope change. Impedance curves with weak slope changes can result in discrepant results. This issue is related to the software on the monitor and was addressed in CAPA-(B)(4). The customer's complaint was replicated during in-house testing. A review of the entire in-house testing history for strip lot k376475 was conducted. In-house testing on the reported strip lot meets accuracy criteria. Manufacturing batch record review revealed no non-conformances. The lot met release specifications. The customer's results were not found within the last 4 impedance curves. Impedance curve analysis could not be performed on the customer's reported inratio inr results because only the last 4 impedance curves can be retrieved from the monitor memory. Investigation into the root cause of the high rate of discrepant results observed during in-house testing is being performed.

Event description:
Variance between results from inratio monitors and lab were reported by distributor. A physician's office was alleging discrepant high results from inratio monitor (tnr1) compared to the lab inr and another inratio monitor (tnr2) which was provided by the wholesaler for comparison purposes. The results for the correlation were as follows: patient/lab number, inr 1, inr2, lab inr. (B)(6). *no actual result provided. Although requested, no further details were provided.